Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the cut on the pink rubber of the probe was likely due to an external force applied to the distal end. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. There was a hole in the distal end of the device during reprocessing. Per the customer there was wear and tear on the device which possibly caused the hold. Customer then followed protocol to finish the cleaning and sent the device out for repair.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The manufacture date is not available. Upon inspection and testing, the probe unit pink rubber was observed to have a cut. The cut is affecting the ultrasound image. Additionally, there was a cut on the rubber insulation at the distal end and a cut on the light guide tube; both cuts were causing a leak. Insertion tube had multiple buckles. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was sent in for repair of a hole in the distal tip observed during an unknown procedure. There is no harm or adverse impact to the patient. During inspection for repair, it was noted that the pink rubber of the probe unit was cut. This was affecting the ultrasound image. This medwatch is being submitted for the issue of the cut on the pink rubber of the probe.